Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and or the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported this ventilator device power cycling off intermittently. The customer stated no patient involvement with this event.